Manufacturer narrative:
(B)(4). Insulin pump received with minor scratched lcd window, cracked case at the display window corners and cracked lcd window. However, unit received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform the displacement test due to blank display.

Event description:
The customer reported via phone call that their insulin pump was exposed to water and screen had scratches. The customer¿s blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will not be returned for analysis.